Manufacturer narrative:
On 29 mar 2019 arjo was notified about a complaint involving enterprise 5000x bed. The arjo service was called by the facility to perform the evaluation. When the technician arrived at the site, the bed was quarantined in the storage room. The evaluation revealed that component securing the radius arm assembly connection: c-clip (part number 712.04) was missing. There was no indication regarding patient involvement. No injury or other medical consequences reported. Although no adverse event occurred, the complaint decided to be reportable to competent authority in abundance of caution, as claimed malfunction (lack of c-clips securing the radius arm) under very specific circumstances e.g. Blockage of the obstacle may lead to the radius arm detachment. Before the bed is released to the market, a final inspection is carried out on the bed. Only beds that fully meet the specifications can be released to the market. One of the steps is to check for the presence of the c-clip securing the radius arm and the distance of the gap between the retaining clip assembled on sub-frame spigot and bearing. This step is carried out during the internal inspection conducted at the manufacturer site. The final work instruction (100038934 rev.17.19) describes this step in details. The device history record for this bed was reviewed - no anomalies were recorded concerning claimed bed at the time of the manufacturing process. It confirms that at the time the bed was released for distribution, it was fully operational, and the c-clip was firmly located at place. The bed passed final inspection and was released for distribution on 09 mar 2018. The manufacturer defect was ruled out to be a cause of the problem occurrence. Due to limited information and no indication concerning the circumstances in which the defect occurred, the further analysis, which allowed to determine the exact cause of the missing c-clip could not be determined. After evaluation, the enterprise 5000x bed was repaired. The c-clip was attached and additionally, the missing handset clip was also added. The analysis of this problem carried out by the manufacturer revealed that the radius arm would not detach when the bed is handled in accordance with the instruction for use. The simulations showed that two potential situations can lead to this malfunction. The first one when the backrest is locked with the obstacle e.g. Windowsill (in the position of 45 degrees) and pushed till the actuator limit, then the bed is gently pulled by the foot section of the bed leading to the radius arm detachment. And the second one when the obstacle is put between the base frame and radius arm. Based on that, it can be concluded that the reported malfunction (bent radius arm) itself could not lead to the radius arm detachment and bed's collapse and could not compromise the patient's safety if the bed is used according to the procedure described in IFU. Additionally, it should be emphasized that the instructions for use dedicated to the enterprise 5000x bed (746-577 rev. 14) includes information and warnings, which are mandatory for the safe and effective use of the bed, including the safety of patients and caregivers. It is indicated that: "when the bed is operated, make sure that obstacles such as bedside furniture do not restrict its movement". If this warning is followed, there is no risk regarding the radius arm detachment- as proved during the testing. The review of post-market surveillance data revealed that this is the first complaint reported to the competent authorities regarding lack of c-clip. Based on this, it can be concluded that this is an isolated case. Arjo will continue to monitor any further malfunctions of this nature. To sum up, there was no indication that the enterprise 5000x bed was used with the patient when the malfunction (lack of c-clip), however this device was involved in the reported malfunction. There was a lock of the c-clip and from that perspective, it can be stated that the bed did not meet the manufacturer's specification. It was not possible to determine the cause of the missing clip, however based on the information gathered, the manufacturer defect was rulled out. The complaint decided to be reportable due to the fact that the claimed malfunction under specific circumstances may lead to the radius arm detachment. The investigation carried out at the manufacturer site confirmed that the radius arm detachment can only occur when the bed is handled not in accordance with the instruction for use.

Manufacturer narrative:
The initial reporter name was added in this follow-up report. It was confirmed that the bed was delivered to the customer in march 2018 and this is the customer- owned device. The analysis is still ongoing. More details will be provided upon conclusions of the investigation.

Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). Additional information will be provided upon conclusions of the investigation.

Event description:
On (B)(6) 2019 arjo was notified about a complaint involving arjo enterprise 5000x bed. The bed was removed from use by the facility staff and was placed to the store room. The arjo representative visited the facility to inspect the device. The evaluation confirmed that the c-clip securing radius arm and patient handset clip were missing. The radius arm did not detach from the bed's frame and the bed did not collapse. It was not possible to determine, whether the resident was lying on the bed when the malfunction was noticed. There was no injury or other medical consequences reported.